Event description:
It was reported that the insulin pump alarmed no delivery. Customer is at the hospital waiting for a replacement infusion set. Customer's blood glucose reading was 283 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).